Event description:
User facility report states: patient noted redness and tenderness at healing incision site for a couple of days prior to coming to emergency department 2.5 months later. Patient returned to surgery few days later for excisional debridement left proximal tibia, removal of hardware (lateral tibial plate) and placement of antibiotic spacer left leg due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.